Event description:
The patient stated that about six months ago they could see the catheter over their ribs. They stated it moved around but it was not painful. The medication infused at this time was not specified.

Manufacturer narrative:
Concomitant medical products: product ID 8575: lot# n106620, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j10935r09, implanted: (B)(6) 2002, product type: catheter. (B)(4).